Manufacturer narrative:
(B)(4). Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, approx. 4 weeks after a mastopexy procedure, the wounds started to open, the sutures were visible. The patient herself states that she has an allergic reaction to sutures. She was asked to appear in the clinic. There were several wounds on both breasts. Sutures were removed, bandages applied, one of the breasts was sutured again with another suture. The wound is still healing.

Manufacturer narrative:
Post market vigilance (pmv) led an investigation of photos involving devices. The visual inspection of the returned photos noted inflammation and wound dehiscence across multiple surgical sites. An evaluation of sixty six representative samples of devices. Visual inspection and functional testing of the returned product confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record could not be performed because the lot number associated with the photos was not provided. However, a review of the device history record for the lot number associated with the sealed representative samples indicates the products were released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.